Manufacturer narrative:
Product analysis lot number # 240430151 was additionally confirmed on the device catheter label which matches lot# in the complaint file. No ancillary devices or images were returned with the device. Damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bubbling of the fep layer of the heating element/coil. No biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cf7-7-100 closurefast 7f 100cm catheter experienced issues with recognition during use. The catheter was not responding or recognized, and there was poor recognition reported. The rfg was not power-cycled. The instructions for use were followed during preparation, procedure, and post-procedure. A guidewire was not used for the insertion of the catheter, and the lumen was not flushed prior to use. The procedure was completed by the physician using a new catheter with the same rfg, and no additional treatment was required. There was no patient involved. When the device was returned for evaluation it was noted that the coil was exposed.